Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a damaged lens a loose dso seal, and a corroded battery compartment. Evidence of the reported complaint was noted in the event history log: 5/23/2019 10:40:46 am high alarm displayed: downstream occlusion, 5/23/2019 10:40:47 am run mode delivery resumed, 5/23/2019 10:40:47 am info alarm: downstream occlusion cleared, 5/23/2019 10:41:19 am run mode delivery paused, 5/23/2019 10:41:19 am high alarm displayed: downstream occlusion. Device underwent functional device sensor testing; unit did not falsely alarm. The reported customer complaint was unable to be confirmed. It was determined that the dso seal being loose was allowing conatminate into the sensor resuling in false downstream alarms. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited downstream occlusion. There was no patient involved in this event. No adverse effects were reported.